Manufacturer narrative:
Correction to g3: aware date of initial medwatch should have been listed as 15/jan/2025. Additional, changed, and/or corrected data: a4, a5, a6, b5, d6b, g3, h6.

Event description:
Healthcare professional reported left side exchange of textured device due to patient's concern with product. Healthcare professional later reported "capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and anxiety-product/procedure was received on (B)(6) 2025, with lot number 3267616. Based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported left side exchange of textured device due to patient's concern with product. Healthcare professional later reported "capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported exchange of textured device due to patient's concern with product. Healthcare professional later reported "capsular contracture, baker grade iii." Record is for left side. Device remains implanted.